Event description:
The customer reported that the user initiated operational test failed.

Manufacturer narrative:
(B)(4). The customer reported that the user initiated operational test failed. The philips field service engineer (fse) confirmed that the device intermittently does not pass functional test and ordered a replacement patient connector. We will consider this to be an intermittent pads/paddles therapy/patient connector issue, found during user initiated testing.t he philips representative confirmed the failure and reported that the device event log contained the entry "pads/paddles cable failure - paddles cable (opcheck)". The philips representative resolved the issue by replacing the power pca.